Event description:
Hill-rom received a report from the account stating the brake alarm would not sound. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.